Manufacturer narrative:
E1 - initial reporter unknown. During processing of this complaint, attempts were made to obtain reporter's information. Further information was requested but not received.

Event description:
It was reported that during radiofrequency ablation, the generator could not recognize the probe. Multiple attempts were unsuccessful, as a result, the procedure was aborted.

Manufacturer narrative:
Corrected data: b1 ¿ type of report (check all that apply). D7a - is this a single-use device that was reprocessed and reused on a patient? During processing of this complaint, attempts were made to obtain patient¿s information. Further information was requested but not received. The reported event was not confirmed. No hardware anomalies were noted during functional testing. Based on the information provided to abbott and the investigation performed, the root cause of the field reported event could not be conclusively determined as the returned ionic rf¿ generator functioned as expected throughout the investigation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.